Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the play of the up and down knob was out of standard due to wear of the angle wire. Upon further inspection, it was observed that white foreign material was in the jet tube. Additional white foreign material was found inside of the air and water tube and cylinder. These findings were due to insufficient cleaning or handling of the scope. It was also observed that the grip and the switch box had a scratch. It was observed that the suction, air and water cylinder had no color. It was also observed that the right and left knob had a scratch. It was observed that the scope cover had a crack. It was also observed that the mouthpiece was deformed. It was observed that the electrical connector had corrosion due to water leakage. It was also observed that the plastic distal end cover had a chip. Lastly, it was observed that the connecting tube was deformed. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii gastrointestinal videoscope had a defective angle control. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was in the jet tube, air and water tube and cylinder, which are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h11. Corrected fields: d5 (operator of device should be other "olympus") e1(reporter name and the telephone should remain in blank, and the facility name should be " olympus"). E2 and e3 (health professional should be "no" and occupation should be "non-health professional"). G2 (health professional and user facility were inadvertently marked in the initial medwatch). G3 (the aware date should be 7-may-2024 in the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was but possibly could be simethicone. There was no damage to the area where the foreign material was detected, and with the information acquired, it was unknown whether there were any deviations identified with the reprocessing performed according to the instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual evis exera ii gif/cf/pcf type 180 series chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual evis exera ii gif/cf/pcf type 180 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.